Event description:
The download data for a (B)(6) male pt revealed that his monitor was displaying service code 110 - over voltage cleared no energy fault. Zoll customer support contacted the pt and issued his a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 110 -over voltage cleared no energy) has been confirmed. Upon eval, there were poor solder joints on components u900 ((B)(4) low voltage, 8 channel cmos analog multiplexer) and u901 (op 496 quad micropower operational amplifier) on the monitor's computer/analog (c/a) board. The cause of service code 110 was improper voltage readings across the c/a board capacitors. The cause of the improper voltages was the poor solder connections of u900 and u901. The root cause of the poor solder connections was unable to be positively identified but is likely due to an assembly or mfg error. No adverse event resulted from the defective monitor. The pt received a replacement monitor.